Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as per hospital policy.

Manufacturer narrative:
Event date: exact date unknown, event occurred in (B)(6) 2022.